Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with air all the time; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that alarmed "pump with air" all the time was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door. Appropriate action was taken to correct the reported problem by replacing the door. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.